Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was that something wasn't working right with the controller when recharging the ins. The patient (pt) stated that they had the controller plugged in all day yesterday to recharge and that within minutes of recharging the ins, the controller said that the controller battery needed to be recharged. Pt stated that they recharged the controller again and that the controller said finished recharging 80%. Pt then stated that when recharging the ins, the controller wasn't beeping when it was supposed to. Pt stated that they had issues with the controller for awhile and that they would skip a day of recharging if the controller wasn't working and then they would try again the next day. Pt stated that they would have to reset the controller often and that the controller would work better but not for long. Pt stated that they had their therapy set on group a with program 1 with the stimulation intensity at 5; pt stated that the stimulation was very weak. Pt stated that usually with the stimulation on 5 they could feel the vibration and electricity (stimulation), however they couldn't feel the stimulation. Pt stated that the ins would shut off on them even when they had some battery and that it felt like the device wasn't charging. Patient services (pss) redirected the pt to their healthcare provider (hcp) to have the ins checked and for possible ins reprogramming. Pss had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Pss then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the green light flashing above the screen. Pt stated that the controller was at 100% and that the ins was at 40%. Pss then had the pt start recharging the ins; pt confirmed seeing recharging excellent. Pss asked the pt if the recharger (rtm) was getting hot; pt stated yes and that the paddle was very warm. The issue was not resolved. An email was sent to the repair department to replace the rtm.

Event description:
MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient h3: analysis of the recharger ( product ID 97755 lot# serial# (B)(6)) found no issues with finding or charging the ins. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was that something wasn't working right with the controller when recharging the ins. The patient (pt) stated that they had the controller plugged in all day yesterday to recharge and that within minutes of recharging the ins, the controller said that the controller battery needed to be recharged. Pt stated that they recharged the controller again and that the controller said finished recharging 80%. Pt then stated that when recharging the ins, the controller wasn't beeping when it was supposed to. Pt stated that they had issues with the controller for awhile and that they would skip a day of recharging if the controller wasn't working and then they would try again the next day. Pt stated that they would have to reset the controller often and that the controller would work better but not for long. Pt stated that they had their therapy set on group a with program 1 with the stimulation intensity at 5; pt stated that the stimulation was very weak. Pt stated that usually with the stimulation on 5 they could feel the vibration and electricity (stimulation), however they couldn't feel the stimulation. Pt stated that the ins would shut off on them even when they had some battery and that it felt like the device wasn't charging. Patient services (pss) redirected the pt to their healthcare provider (hcp) to have the ins checked and for possible ins reprogramming. Pss had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Pss then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the green light flashing above the screen. Pt stated that the controller was at 100% and that the ins was at 40%. Pss then had the pt start recharging the ins; pt confirmed seeing recharging excellent. Pss asked the pt if the recharger (rtm) was getting hot; pt stated yes and that the paddle was very warm. The issue was not resolved. An email was sent to the repair department to replace the rtm.